Event description:
It was reported that the patient received shocks for supraventricular tachycardia and following the shocks the patient was a little short of breath. The shocks were considered inappropriate. The patient then underwent an electrophysiology study that resulted in an ablation procedure. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.